Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had keypad anomaly and hardware low level failure error. The customer¿s blood glucose level was 7 mmol/l. The customer reported that there was no response from any button. It was reported that they had hardware low level failure alarm twice. Customer stated that the button was unresponsive during an easy bolus attempt. The customer was advised to discontinue use of the pump and revert to backup plan per healthcare professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with intermittent button response due to flattened button dome switches. Unable to perform the displacement test and self test or verify pump error 63 due to unresponsive buttons.